Event description:
N/a.

Manufacturer narrative:
Summarized patient outcomes/complications of outcomes of left atrial appendage occlusion treatment with amulet after unsuccessful watchman flx device: a multicenter observational study were reported in a research article in a subject population with multiple co-morbidities including diabetes mellitus, vascular disease, paroxysmal atrial fibrillation, hypertension, congestive heart failure, prior transient ischemic attack, cerebrovascular accident, fall risk. Some of the complications reported were pericardial effusion; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: outcomes of left atrial appendage occlusion treatment with amulet after unsuccessful watchman flx device: a multicenter observational study.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information b3: date of event is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: outcomes of left atrial appendage occlusion treatment with amulet after unsuccessful watchman flx device: a multicenter observational study.

Event description:
The article, "outcomes of left atrial appendage occlusion treatment with amulet after unsuccessful watchman flx device: a multicenter observational study", was reviewed. The article presented a retrospective, multicenter study to assess the procedural success rates of left atrial appendage (laa) occlusion (immediate and short-term outcomes) using the amulet device, in patients with prior failed left atrial appendage occlusion (laao) with watchman flx (w-flx) device. Devices included in the study were amplatzer amulet and watchman flx, the article concluded that the disc-lobe design of amulet allows a high degree of successful laao in challenging anatomical variants (whale-tail, bilobed laa, shallow vertical chicken-wing or seahorse, oval wide with posterior sloping trabeculations, and extensively trabeculated broccoli morphologies) with prior failed w-flx implants. These findings may help guide device selection on pre-laao imaging, thereby enhancing resource utilization and contributing to more efficient and safer laao procedures. [The primary and corresponding author was akash makkar, arizona heart arrhythmia associates, phoenix, arizona, USA, with corresponding email: amakkar@azhaas.com]. The time frame of the study was from (B)(6) 2022 through (B)(6) 2024. A total of 62 patients were included in the study, of which all patients received an abbott device. The average age was 78.52 years and the majority gender was male. Comorbidities included diabetes mellitus, vascular disease, paroxysmal atrial fibrillation, hypertension, congestive heart failure, prior transient ischemic attack, cerebrovascular accident, fall risk.